Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Additional information received indicated that this device was explanted for therapy upgrade. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.

Manufacturer narrative:
This device remains in service. This report will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable pacemaker's magnet rate was at 90 but has two years remaining longevity. Boston scientific technical services (ts) explained that though magnet rate was at 90, this was not latched so still could fluctuate. Ts also discussed how the pacing percentages changes could impact longevity. The device showed different pacing percentages when data of previous and recent checked were compared. No additional information obtained regarding this event. This device still remains in service as of this time. No adverse patient effects were reported.